Manufacturer narrative:
Additional information was received, the patient had a ventricular arrhythmia for those 20 seconds which was recorded on her pacemaker and shown to the cardiologist. The pacemaker is working perfectly. There's no allegation nor malfunction against the device. Does not meet complaint criteria. Please disregard report.

Event description:
It was reported that the patient with this pacemaker experienced a syncope for more than 40 seconds. The device remains in service. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was received, the patient had a ventricular arrhythmia for those 20 seconds which was recorded on her pacemaker and shown to the cardiologist. The pacemaker is working perfectly. There's no allegation nor malfunction against the device. Does not meet complaint criteria.

Event description:
It was reported that the patient with this pacemaker experienced a syncope for more than 40 seconds. The device remains in service. No additional information is available at the moment. No additional adverse patient effects were reported.